Event description:
During atrial fibrillation and typical atrial flutter ablation procedure, a versacross; connect for faradrive kit and faradrive sheath were selected for use. A transesophageal echocardiogram (tee) was performed prior to procedure to rule out presence of left atrial appendage (laa) thrombus however the physician did not examine the right atrium for presence of thrombus. No thrombus was noted in the laa. The femoral access was obtained. Three short sheaths were introduced over short wires. Then an 8fr short sheath was exchanged for the faradrive sheath over the versacross rf wire. Upon approaching the intra atrial septum, a thrombus was noted on the tip of the transseptal system. The faradrive sheath and versacross wire were removed from the body. The patient was then anticoagulated to achieve an activated clotting time (act) of greater than 350sec. The transseptal puncture was performed using the original sheath, however a new versacross wire as original one was mistakenly bent by the scrub tech upon removing from the body. An act of greater than 375 sec was maintained during the remainder of the procedure. The procedure was then completed with no further issues. The devices are expected to be returned for analysis. It was further confirmed that the thrombus was attached to the versacross connect dilator and/or faradrive sheath. It is hard to discriminate between the two pieces on intracardiac echo. The rf wire tip was not exposed outside of the dilator. In the physician opinion, the physician stated that he felt "the sheath was pro thrombogenic." However, the versacross connect system was being used in conjunction with the faradrive sheath.

Event description:
During atrial fibrillation and typical atrial flutter ablation procedure, a versacross; connect for faradrive kit and faradrive sheath were selected for use. A transesophageal echocardiogram (tee) was performed prior to procedure to rule out presence of left atrial appendage (laa) thrombus however the physician did not examine the right atrium for presence of thrombus. No thrombus was noted in the laa. The femoral access was obtained. Three short sheaths were introduced over short wires. Then an 8fr short sheath was exchanged for the faradrive sheath over the versacross rf wire. Upon approaching the intra atrial septum, a thrombus was noted on the tip of the transseptal system. The faradrive sheath and versacross wire were removed from the body. The patient was then anticoagulated to achieve an activated clotting time (act) of greater than 350sec. The transseptal puncture was performed using the original sheath, however a new versacross wire as original one was mistakenly bent by the scrub tech upon removing from the body. An act of greater than 375 sec was maintained during the remainder of the procedure. The procedure was then completed with no further issues. The devices are expected to be returned for analysis. It was further confirmed that the thrombus was attached to the versacross connect dilator and/or faradrive sheath. It is hard to discriminate between the two pieces on intracardiac echo. The rf wire tip was not exposed outside of the dilator. In the physician opinion, the physician stated that he felt "the sheath was pro thrombogenic." However, the versacross connect system was being used in conjunction with the faradrive sheath. It was further confirmed via gfe dated 18dec2024, the thrombus was attached to the versacross connect dilator and/or faradrive sheath. It is hard to discriminate between the two pieces on intracardiac echo. The rf wire tip was not exposed outside of the dilator. In the physician opinion, the physician stated that he felt "the sheath was pro thrombogenic." However, the versacross connect system was being used in conjunction with the faradrive sheath.

Manufacturer narrative:
Visual inspection revealed that part of the distal surface of the shaft appeared to be kinked. The sheath was functionally tested by turning the steering knob. The sheath was able to deflect and hold deflection. The compatibility between the returned sheath and a known-good dilator was tested by inserting the dilator into the sheath. No complications were noted, and the dilator was able to snap into the sheath. However, leakage and a steady flow of air were observed during leak and aspiration testing respectively. Tears by the center slit of the external and internal hemostatic valves were found. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath.